Event description:
Pt reported that the device's memory is displaying blood glucose results for tests that he did not perform. Pt indicated that no other person has used the device and thus, believes there to be concern with the reliability of the device's memory values. No pt injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.